Event description:
The pt had a CABG done. After this surgery an ICD interrogation was performed, it was noted that the atrial lead was not sensing. There is no indication of any intervention performed for this. Attempts to obtain further information from the site have gone unanswered at this time. All available information suggests this lead remains actively implanted. If additional information is obtained, this event will be updated.